Manufacturer narrative:
Report 9615008-2016-00001 is associated with (B)(4) aquafresh flex toothbrush. Qa results: the analysis includes visual and microscopic inspection, view of product review. Traces of bites show that obviously chewing on the brush head during brushing the teeth. The middle finger show overstretching in direction of normal pressure. Very probably the middle finger was destroyed by turning them by 90 degrees vertical. Due to the fact one bundle hole was squeezed and destructed with the effect that the filaments at this bundle hole have fallen out. The damage has to be led back on a mechanical overload, caused by an unordinary using. We confirmed the production of the manufacturer in accordance with the specifications. There is no manufacturing error visible.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) year-old female patient who received gsk toothbrush (aquafresh flex toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started aquafresh flex toothbrush at an unknown dose and frequency. On an unknown date, less than a minute after starting aquafresh flex toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh flex toothbrush was unknown. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the product complaint was not reported. It was unknown if the reporter considered the choking to be related to aquafresh flex toothbrush. Additional details: the patient's mouth was full of small white bristles. She had to "choke" the remaining bristles from the back of her throat. Follow-up information received on 26 january 2016: the batch number was reported as m42642000. Follow up information received on 03 march 2016: the factory report was completed and the complaint was unsubstantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (aquafresh flex toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started aquafresh flex toothbrush at an unknown dose and frequency. On an unknown date, less than a minute after starting aquafresh flex toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh flex toothbrush was unknown. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the product complaint was not reported. It was unknown if the reporter considered the choking to be related to aquafresh flex toothbrush. Additional details: the patient's mouth was full of small white bristles. She had to "choke" the remaining bristles from the back of her throat. Follow-up information received on 26 january 2016: the batch number was reported as m42642000.

Manufacturer narrative:
The 9615008-2016-00001 is associated with (B)(4) aquafresh flex toothbrush.

Event description:
Choked [choking]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (aquafresh flex toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started aquafresh flex toothbrush at an unknown dose and frequency. On an unknown date, less than a minute after starting aquafresh flex toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh flex toothbrush was unknown. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the product complaint was not reported. It was unknown if the reporter considered the choking to be related to aquafresh flex toothbrush. Additional details: the patient's mouth was full of small white bristles. She had to "choke" the remaining bristles from the back of her throat.